Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient experienced no audio output from the mobile device. The patient woke with symptoms of diaphoresis, dizziness, incoherence, and presyncope. The continuous glucose monitor (cgm) reading was low, and the blood glucose (bg) was not checked. There was reportedly no alert for the low reading. The spouse treated the patient with carbohydrates. There was no documentation of further medical evaluation or intervention for symptoms of hypoglycemia. At the time of the report, the patient was feeling better but still shaking and dizzy. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.